Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a procedure.according to the complainant, the balloon "broke" after one minute of inflation. The balloon was inflated with a mixture of serum and contrast. It was reported that the maximum rated burst pressure was not exceeded.the physician completed the procedure with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual and tactile analysis of the returned uromax ultra balloon dilatation catheter revealed that the catheter shaft was kinked and flattened at 125 mm and 135 mm proximal to the tip of the device. The balloon was received folded but not wrapped around the shaft of the device. Microscopic analysis of the balloon revealed a longitudinal tear in the balloon material 34 mm in length, starting at 4 mm proximal to the tip of the device. Several scratches were also noted on the balloon material. No other defects were noted with the device. The most probable root cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a procedure. According to the complainant, the balloon "broke" after one minute of inflation. The balloon was inflated with a mixture of serum and contrast. It was reported that the maximum rated burst pressure was not exceeded. The physician completed the procedure with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "okay."